Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Also stated was that the customer changed the testpak and there have been no issues since using the new testpak. The conclusion for this event is that there is insufficient information for an investigation. There are no log files available for the date of the event. The root cause of this event is unknown.

Event description:
The customer reported false positive troponin results for two patients on the stratus cs analyzer. There is no report of injury due to this event.